Manufacturer narrative:
The device is not accessible for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the event could not be determined. However, cardiac remodeling may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate, approximately 2 years and 11 months post implantation of a 26mm sapien 3 valve, moderate-severe eccentric pvl was noted on tee. A valve in valve is to be performed. Patient has the following symptoms: fatigue, doe, mild le swelling.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information was received that the valve in valve was completed successfully.

Event description:
Additional information: as reported by an edwards lifesciences affiliate, approximately 2 years and 11 months post implantation of a 26mm sapien 3 valve, moderate-severe eccentric pvl was noted on tee. Patient has the following symptoms: fatigue, doe, mild le swelling. Approximately 3 years and 2 months post implantation of a 26mm sapien 3 valve, a valve in valve with a 26mm sapien 3 ultra resilia valve was performed successfully.